Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead had high thresholds and that the right atrial lead had high thresholds and low impedances. The right ventricular lead threshold was reprogrammed and both leads remain in use. No patient complications have been reported as a result of this event.